Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and system software were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system was not saving patient images (data loss). There is no report of injury or death associated with this event.